Event description:
It was reported that the zimmer skin graft mesher was shredding tissue. There was no report of injury or medical intervention associated with the incident.

Manufacturer narrative:
The device was returned to the MFR for repair. The device passed the sample graft test, but was out of calibration by 0.002" on one side and had a damaged comb. The out of calibration condition would not likely have caused the reported issue. The damaged comb would have likely caused the reported issue. The cause of the reported issue is likely due to comb damage caused by the user. The device was serviced and returned to the customer. A letter will be sent to the customer on the findings.